Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for evaluation. The advancer unit and burr unit were received attached together. The advancer knob was returned loosened in a backward position. Inspection of the device revealed that there were fibers on the coil at the end of the burr. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The device was not able to get any speed and the stall light came on. The advancer was dismantled and the turbine was found to be corroded and the ultem was found to be melted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-oct-2016. It was reported that an abnormal sound occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.25mm rotalink¿ plus was selected for use. During preparation, the physician notice that the catheter made a little abnormal sound. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed fibers on the coil at the end of the burr.